Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced an asymptomatic mesh erosion, probable buttonhole. The patient underwent an additional procedure for mesh excision. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.